Manufacturer narrative:
The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, explant date and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade unknown.

Event description:
Healthcare professional reports seroma-late, capsular contracture baker grade unspecified and double capsule, side unspecified. Device remains implanted.

Event description:
Device has been explanted.